Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely and could not be interrogated. Additional information provided from the field indicated surgical intervention was performed and sicd was explanted. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.